Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013). The patient¿s meter and test strips have been returned on 8/30/2013 and 9/9/2013, respectively, and evaluated by lifescan product analysis on 9/16/2013 and 9/9/2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have all spc pins 2 and 3 contaminated. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 5 was observed with no assignable cause found. In addition, a secondary issue was noted when the enzyme on the test strip was found to be contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 was not resolved with troubleshooting.